Manufacturer narrative:
This follow-up report is being filed to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface found that the dovetail feature is flared out on both sides. Dimensions were found conforming to print specifications where measured except for the transverse width, which was likely altered by the failed insertion. The device history records for the part #00596404014, lot # 62815215 were reviewed and no deviations or anomalies were identified. There is currently no available inventory for the concerned item/lots to conduct a stock investigation. A complaint history search identified no other complaint for lot #62815215 for the same or a similar issue . The reporter, who was in attendance during the surgery, stated that the proper surgical technique was used. The fact that the surgery was completed with another articular surface indicates that there was no issue with the tibial component. Although the transverse width of the returned articular surface was measured as being smaller (by 0.007 inch) than on the print specification, this discrepancy would not have prevented the articular surface from fitting in the tibial component, and was likely caused by the failed implementation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during knee arthroplasty the articular surface implant would not seat fully on the tibial component. Another articular surface was used to complete the surgery.